Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during an endoscopic submucosal dissection (esd)procedure performed on (B)(6) 2024. During the procedure, the clip could not deploy after being unpacked. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip that could not be deployed.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip that could not be deployed. Block h2: additional information: block e1 (initial reporter address, initial reporter city, and initial reporter zip/post code) block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device returned with the clip assembly attached, without any activation and with both clip arms bent. No other problems with the device were noted. The reported event of clip could not be deployed was not confirmed. Investigation found that the device returned with the clip still attached and without any activation made, therefore, an attempt of release the clip was never made. The conclusion is acceptable because the analysis of the available information, product analysis of the returned device and product record review did not identify any evidence of either the alleged issue(s) or any defect on the device. Also, the evidence from the product record review did not identify a potential product quality issue or new patient harm. Therefore, the most probable root cause for this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during an endoscopic submucosal dissection (esd)procedure performed on (B)(6) 2024. During the procedure, the clip could not deploy after being unpacked. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.